Event description:
Evaluation revealed a damaged force sensor assembly.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor assembly, and 'loss of prime' warnings were confirmed in the pump history but could not be duplicated during evaluation.